Manufacturer narrative:
The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl- suspected. Article citation: ¿increased prevalence of brca1/2 mutations in women with macro-textured breast implants and anaplastic large cell lymphoma of the breast¿ de boer mintsje; van der hulst rene rwj; hauptmann michael; hijmering nathalie j; van noesel carel j m; rakhorst hinne a; meijers-heijboer hanne ej; boer jan paul de; de jong daphne; van leeuwen flora e; american society of hematology; may 26, 2020.

Event description:
Journal article: "increased prevalence of brca1/2 mutations in women with macro-textured breast implants and anaplastic large cell lymphoma of the breast.". The article discusses 17 cases of bi-alcl and examines whether brca1/2 mutation carriership increases the risk of bia-alcl in women with implants. The article does not provided confirmation of diagnosis histological markers cd30+ and alk-. This records relates to case 10. The patient had breast cancer at [age] which resulted in a mastectomy and reconstruction with allergan breast implants. Six years later, the patient was diagnosed with bia-alcl and the lymphoma site was reported as the right breast. It was reported that no treatment was provided. The status of the device and outcome of the patient's symptoms are unknown.